Event description:
Customer reported the touchscreen is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated the connectors for the touch screen. System operates as intended. This MDR is related to ge healthcare complaint.